Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he did not believe he was receiving insulin from the insulin pump; his blood glucose exceeded 400 mg/dl this afternoon after it was 122 mg/dl for lunch. The customer changed infusion sets and treated with a manual insulin injection. The patient's current blood glucose is 466 mg/dl. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. The customer was able to run a manual prime successfully with the current set. The infusion set cannula was inspected and the cannula was straight. A high pressure test was performed and the device passed. No products were returned and a replacement reservoir and infusion set were shipped to the customer.